Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause: mainboard defective. The correction: mainboard replaced.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: customer reported complaint that ventilator is giving technical event in standby. No patient involvement therefore: no clinical signs, symptoms or conditions. No health consequences or impact.